Event description:
(B)(4).

Manufacturer narrative:
A steris service technician was dispatched to inspect the table and found the override switch had been removed. The steris technician noted that parts of the table column were bent, broken and loose. The technician replaced the override switch and fixed all visible damage. During a subsequent interview with the facility's director of surgery, it was reported that the switch had been removed by a third party service company. A report by this third party company concluded that the switch was jammed and broken. The report also notes that it appeared the damage caused to the switch was from the table base not remaining clear of objects. The cause of this event appears to be misuse of the device - i.e., setting/storing objects on the base of the table - resulting in damage to the table's electronics, which in extreme cases can cause inadvertent movement of the table. Such misuse is specifically contraindicated in the labeling of (B)(4) 3085sp surgical tables in steris training regarding the device. This type of misuse is the object of a voluntary field correction initiated by steris corporation on february 23, 2010 3085sp surgical tables. As part of the field correction, steris developed and is installing a rigid guard on all tables that protects the electronic switch assembly from contact with table components that can become damaged and impinge the switch assembly as a result of items being improperly stored on the base of the table. The steris service technician installed the rigid guard on user facility's 3085sp table. Steris performed in-service training for hospital staff regarding the proper use and operation of the table.(B)(4)